Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
First level investigation found a break in the continuous delivery flow path which could result in a leak. Cannula and needle housing got separated from self adhesive plaster and still sticks on guide needle. No adverse event reported. A request was made for the return of the device.